Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. Per the instructions for use of the intrathecal catheter, catheter migration is a known possible risk of use of the intrathecal catheter. The physician did not know how the catheter migration occurred. (B)(4).

Event description:
Representative reported a catheter revision due to catheter migration and the physician believing the catheter may be kinked. However, when the catheter was revised, there was no sign of kinking. The catheter was discarded.